Event description:
It was reported that this patient was admitted to the heath care facility due to a cardiac arrest; the patient was not responsive, and intubation was performed. Upon review of the recorded episodes, it was noted that during a ventricular tachycardia (vt) episode, the device delivered anti-tachycardia pacing (atp) and shock therapy that did not convert the rhythm. Technical services (ts) was consulted on why the device did not deliver further shock therapy. Ts reviewed the episode and noted that the device performed as programmed and criteria was not met for further therapy. Programming enhancements were discussed, and the physician opted to reprogram this device. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this patient was admitted to the heath care facility due to a cardiac arrest; the patient was not responsive, and intubation was performed as well as an external shock. Upon review of the recorded episodes, it was noted that during a ventricular tachycardia (vt) episode, the device delivered anti-tachycardia pacing (atp) and shock therapy that did not convert the rhythm. Technical services (ts) was consulted on why the device did not deliver further shock therapy. Ts reviewed the episode and noted that the device performed as programmed and criteria was not met for further therapy. Programming enhancements were discussed, and the physician opted to reprogram this device. No additional adverse patient effects were reported. This device remains in service.